Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A specialty coordinator reported to integra that on (B)(6) 2018, the surgeon was using an a1059 mayfield modified skull clamp when the headrest lost pounds of pressure from sixty (60) to zero (0) in a lack of no time causing a scalp laceration to the patient. Additional information received on 12apr2018 indicating that the skull clamp was placed on a (B)(6) years old, female patient. The device slid on the head that caused laceration to the patient's scalp. The laceration was stapled. There was a 15-minute surgery delay due to product problem. Additional follow up information received on 23apr2018 indicating that the patient was placed into a prone position for a craniotomy of arteriovenous malformation (avm) procedure. Once the clamp was tightened down, the pressure was released and the clamp slipped on the patient's head causing a 3/4 inch laceration. The device was in use for 5-6 minutes before the incident occurred. No impact to the patient was reported due to the 15-minute delay in surgery. A new mayfield clamp was used and the surgery proceeded without any further issues.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit was setup and tested, no failure or issues were noted. Unit was covered with debris and needed a good cleaning and adjustment. The device history record review showed no issues were found for this lot. No prior service records were found. The complaint reported cannot be confirmed. The root cause is undetermined at this time.